Event description:
During implantation procedure, the three induction shocks performed were followed by undersensing period.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.